Manufacturer narrative:
(B)(4). Additional information: this international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Device evaluation: the sample was received and evaluated. The reported condition of particulate matter was confirmed. A batch review was performed and no issues were noted. The assignable cause was determined to be a manufacturing issue (extrusion defect). The manufacturing facility has initiated an investigation to determine what further actions should be taken to address this issue. Baxter has received similar reports and will continue to monitor this product line and take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). Device evaluation is anticipated. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
Baxter received a report regarding a homechoice cassette which contained particulate matter in the patient line. No injury or medical intervention was reported.